Manufacturer narrative:
Additional information has been requested to the sales representative. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) alert which indicates a potential change in the patient's implanted device that was not transmitted. Technical services troubleshooted the communicator, but the issue remained. Subsequently, a 4g cell adapter was sent to the patient and transmission will be attempted again. Further information was received indicating that the rcd alert was triggered due to high shock impedance out-of-range. Technical services reviewed the impedance trend and indicated no suspicion of integrity issue with the right ventricular (rv) lead, as it is a single coil lead, shock impedance can fluctuate. This rv lead remains in service and no adverse patient effects were reported.